Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure, a t10-l2 case. It was reported that after successfully registering the right side, when attempting to register the left side, registration was off. It was reported that the accuracy was on and when performing a snapshot, it showed that everything was fine. It was reported that when attempting to go back to registration, it was off. The guidance system was aborted and case proceeded with free handing. The case was delayed 10-15 minutes before the system was aborted. There was no impact to patient's outcome.

Manufacturer narrative:
H6) multiple annex a codes were applied to capture this event. A23 captures the failed registration while a0908 captures the inaccurate registration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.